Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced low blood glucose and the insulin pump had keypad anomaly. The customer¿s blood glucose level was 54 mg/dl at the time of the incident and current blood glucose was unknown. The customer was treated with injections. The customer reported that the numbers were not ramping on their own. Customer stated that the scroll bar was not moving with no input. It was reported that the back button arrow was not working. The customer declined troubleshooting for low blood glucose. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump. The customer was advised to refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self-test and displacement test. All buttons functioned properly and was able to navigate the screens using the down arrow. No damage to the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. (B)(4).